Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found the device was powered on in pacer mode, which automatically changes the device to leads view. The device recorded multiple ECG lead fault messages. An ECG lead fault message is not an indication of a device malfunction, but an indication that the leads are not connected to the patient/device. Without proper ECG electrode connection x-series would not pace in demand mode, the device always displays ECG lead faults or ECG multi-lead faults and pace paused. However, in fixed mode, an ECG electrode is required but, in an emergency, it can work without an electrode. But does not display capture on the screen due to no electrode being connected. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.